Event description:
It was reported that during a procedure of the left anterior descending artery, the graftmaster stent did not cross the previously placed stent to treat the perforation. The perforation was sealed after multiple long balloon inflations. There was no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. Although the anatomical conditions were not reported, it was noted the sds was attempting to advance through a previously placed stent, which likely contributed to the reported difficulties. Additional non-surgical treatment was used to seal the perforation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There does not appear to be any indication of a lot specific product quality deficiency. Based on the information provided, the reported failure to advance appears to be related to circumstances of the procedure and not a product quality deficiency. All stent delivery systems are subjected to a visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Manufacturer narrative:
(B)(4). Due to the inherently serious and emergent use of the graftmaster device, the perforation itself and/or the failure to treat the perforation may have possibly resulted in a cascade of patient effects such as hemorrhage and additional treatment; however, the relationship to the device, if any, could not be determined.